Event description:
During a procedure using stryker navigation, an anchoring pin broke during use. The surgeon used a small frag pin removal set to drill around the pin and extract the pin from the bone. Another pin was placed to complete the procedure

Manufacturer narrative:
Device was not returned for evaluation.